Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the device was removed due to early battery depletion. The battery longevity was less than expected. The device was removed and a new device was implanted. It was further reported that the left ventricular (lv) lead had high thresholds. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.